Manufacturer narrative:
The ipg was replaced. Effective therapy restored post-op. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The ipg was deemed inoperable, and patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.